Manufacturer narrative:
Concomitant medical prodcuts: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708320, serial# (B)(4), implanted:(B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4) implanted: (B)(6) 2014, product type: extension. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had experienced stimulation turning off three to four times. It occurred when the patient would wake up; he would notice he was having more pain and then he would check his implantable neurostimulator (ins) and it was off. It was not related to the battery charge level as the ins charge had been at a half battery each time this occurred. It was noted that the patient had not seen any power on reset (por) messages. The clinician programmer was used to looking at the diary and stimulation use was intermittent and sometimes the patient was turning stimulation off and back on because he was driving. It was noted the patient did not get residual stimulation after turning stimulation off. The patient noted that the past sunday was one morning where stimulation turned off but when the diary information was looked at the patient had turned stimulation off on saturday around 5:15/5:30 and it was left off until around 5 a.m. The next morning (so the patient had turned his stimulation off but not turned it back on). It was reviewed that if the patient had continued concerns about their battery function they should keep a diary of any unexpected events.